Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. Our field service engineer has investigated the reported machine on site. The dc/dc & standard connectors printed circuit board (pcb) was replaced and sent back for investigation. The reported issue can be confirmed in the provided logs the returned dc/dc pcb has been tested in a ventilator. No technical error appeared during the startup, it passed the pre-use check as well. No abnormal found during ventilation for 48 hours. Therefore, no root cause can be established.